Manufacturer narrative:
(B)(4). Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage alerts (code 1003) had been recorded. External visual inspection of the device noted tool marks on the case and header, and body fluid contamination of the lead barrels. Initial automated testing verified basic sensing and sensing. The device recorded a charge timeout during verification of defibrillation testing. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 29, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted beeping tones. Upon interrogation it was observed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was also noted that last charge time was 14 seconds, and boston scientific technical services (ts) discussed concern about capacity remaining based on long charge time. Disk analysis showed the battery appears to be depleting more quickly than expected, and that therapy may be compromised. Device replacement was recommended as soon as possible. This device was explanted the next day. No additional adverse patient effects were reported.